Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of stomach pain, dizziness, confusion, nausea and large ketones. The patient was admitted to a hospital and treated with intravenous insulin and fluids. The reporter stated that the pump had been shutting off prior to the blood glucose excursion. The reporter indicated that the pump was able to power on when a new battery was inserted. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump while the pump was experiencing a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: the pump's black box verified one power interruption due to a battery change on 13-aug-2018. No power loss or rebooting issues were observed in the pump's black box. The alleged issue could not be duplicated.